Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 10.8 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force senor resistor. No compromised force sensor system alarms noted. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.